Manufacturer narrative:
One reservoir cassette was returned for evaluation. Visual inspection of the device found it to be in good physical condition. Device underwent functional testing by connecting to a cadd legacy plus pump. Upon delivery accuracy testing, no discrepancies were noted; device accuracy tests were successful. The reported customer complaint has not been confirmed, and the problem source could not be determined. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing.

Event description:
Information was received that a smiths medical reservoir cassette displayed a discrepancy between the indicated value on the infusion pump, and the actual remaining volume in the disposable. The device was replaced with a known good cassette. This device was also noted to have a discrepancy; remaining volume is greater than the indicated amount. No patient injury resulted.